Manufacturer narrative:
Philips service replaced the single board computer and reloaded the software, restoring the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the sbc blue screen caused the system to fail to initialize on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.